Manufacturer narrative:
As of this report, hill-rom has been informed that no resolution has been performed on this device. The account states that a patient has been occupying the bed and cannot be removed. Hill-rom has requested that the bed be removed from service until such time that the issue can be resolved. The account has been informed to contact hill-rom customer service when the bed is available to be serviced. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head end brakes will not hold.